Event description:
The surgeon, reported via the sales rep, that a (B)(6) pt suffered from a fracture to the neck of the femur. The surgeon added that he drilled and tapped carefully to 100mm. The surgeon reported that a 95mm lag screw was inserted slowly and carefully with regards to reduction and possible movement of the fracture. The surgeon reported that at 60mm, the handle "jumped" on the screw which resulted in failure of distal screw coupling. The surgeon added that excess force was not used. The surgeon explained that the screw was removed, the tract was washed out and an identical screw was inserted without difficulty and surgery was completed successfully. The surgeon added that this led to a 10 minute delay.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.